Manufacturer narrative:
H10:the device was received for evaluation. During functional testing, the reported problem 'alarming upstream occlusion when no occlusion is present' was not reproduced. A review of the event history log revealed "upstream occlusion!" Alarms, however the log cannot be used to distinguish true and false alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was undetermined. No correction was required. During functional testing, the reported problem "rate test failed - under infused by more than 10%. 2" was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a rate test failure and under infused by more than 10%, and alarmed upstream occlusion when no occlusion was present. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.